Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of approximately 18 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral insufficiency and perivalvular leak.

Event description:
An attorney alleged the patient "suffered physical and other injury as a result of the recalled lead." It was also alleged the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective lead removed or replaced. Review of the manufacturer's database verified the patient death. No allegation was received from a hcp that the death was lead related. Cause of death was researched but not received.